Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy; the energy delivered was well below the programmed level. The physician suspects a short circuit in the high energy pathway delivery. The right ventricular (rv) lead was suspect of a potential lead issue. The ICD and the lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The analyst noted the lead was passed the electrical testing, but visual inspection found the driveshaft lug being stuck on the retraction stop. This indicated the product out of specification due to the helix being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.